Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. Unable to perform functional testing including displacement test due to alarm. The insulin pump received with normal operating currents. No unexpected off/no power alarm noted. The insulin pump had a scratched display window.

Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.